Manufacturer narrative:
Attempts for the return of the sensor as well as additional information request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would not be returned. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the installation training of corpuls monitor defif, using a rainbow dci sensor, the physician tested itself, spco range from 7 to 9% whereas he was expecting 0. Based on customer's experience with other device (that they have in their facility), it seems that the readings may be high. There was no known impact or consequence to patient.